Event description:
Boston scientific (bsc) crm received info that during this initial implant procedure, the right atrial (ra) lead perforated the pt. The physician could not detect any remaining punctures and the pt was reported stable after leaving the hospital. The physician did not believe this to be a product performance issue and noted that before the perforation was detected the atrial lead was repositioned and currently remains implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.